Manufacturer narrative:
The customer did not wash his hands prior to testing. As per contour next user guide, "wash and dry hands well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 38 mg/dl at 5:54 p.m. And 481 mg/dl at 5:56 p.m. On the contour next meter. The customer was not experiencing symptoms of hypoglycemia. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 0bpeb05b using a blood sample, which gave a satisfactory performance.